Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by internal medical director. The review concluded aggressive post-dilation performed with an aortic balloon caused the aorta to rupture. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after successful deployment of a bifurcated device and two suprarenal aortic extensions, perforation of the aorta occurred. Reportedly, upon completion of device implantation, the physician ballooned the iliac limbs and the bifurcated main body. As the physician was ballooning the proximal aspect of the main body, which appeared to be significantly constrained, the physician noticed the patient's blood pressure drop significantly. The physician placed a balloon proximal to the graft and performed an angiogram, which revealed a tear at the interface between the stent graft in the aorta. Two infrarenal aortic extensions were implanted to cover the tear and the patient's blood pressure increased. As the patient was being extubated, the blood pressure started to drop again and a unit of blood was administered. The patient gained hemodynamically stability; but approximately 30 minutes later became unstable. The physician performed a cut down and did not find pulsatile aortic bleeding, there were several bleeding sources from lumbar that were bleeding through the tear in the aorta that had been stented. The physician elected to explant the devices and treated the patient with a surgical graft. The physician is not certain what caused the tear in the aorta. The patient was transferred to the intensive care unit and three days later to the floor. The patient remained hemodynamically stable and regained strength and functional capacity. The patient was discharged in good condition to a nursing home, 14 days after the procedure. Additional information: patient presented with high grade mid abdominal aortic stenosis, degeneration of visceral aorta and thoracic aorta.